Event description:
It was reported that the patient's implantable cardioverter defibrillator alerted for high out-of-range shock impedance. The measurement had been trending in the 100 ohms to 106 ohms range over the past three years and currently was 125 ohms. Due to the gradual increase, technical services discussed that calcification of the lead was a possibility and to consider increasing the upper alert limit. The right ventricular lead remains in service and no adverse patient effects were reported.